Manufacturer narrative:
H3 other text : a good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that hemodynamic monitor was subject to interference from the efficia dfm100 defib. The device was in clinical use for patient at the time of the event. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.